Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's therapy electrode was cutting into the patient's skin. It was also reported that when the patient removed the lifevest, the patient's skin began to peel off. There was no alleged device malfunction contributing to the irritation. The patient's daughter temporarily applied nyamyc powder to the irritation. The patient then followed up with a nurse who recommended applying over the counter neosporin cream to the irritation and wrap an (B)(6) bandage around the garment. Follow up indicated that the skin irritation improved.